Event description:
The customer reported that the insulin pump had a frozen display. The blood glucose reading was 89mg/dl. Troubleshooting was performed. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the frozen display continued with no advancement of the time. No further information was provided.

Manufacturer narrative:
Intermittent button press noted due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.